Event description:
An engineering investigation was initiated from a malfunction observed during production testing. The failure intermittently occurred whrn the device was switched from ac power to battery power. The malfunction resulted in the crt screen going flatline and the service indicator illuminating.